Event description:
The customer obtained a non-reproducible higher than expected vitros trop I es result (0.195 ng/ml) from a single patient sample processed on the vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The higher than expected result was not reported out of the laboratory, as a vitros trop I es result of < 0.012 ng/ml was obtained upon repeat analysis. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible higher than expected vitros trop I es result was obtained from a single patient sample processed on the vitros 5600 integrated system. Evaluation of the system demonstrated unacceptable vitros trop I es precision. An ocd field engineer performed multiple service actions including replacement of the microwell incubator. The investigation found no evidence to suggest a reagent malfunction had occurred. The most likely root cause of this event is instrument related, and the investigation is ongoing.